Manufacturer narrative:
The reported event was unconfirmed since the product met specifications. Visual inspection noted 4 unopened magic 3 intermittent catheters were received. Visual evaluation noted no obvious defects. Further testing required. The outer diameters of the catheters measured to be 0.1805", 0.1835", 0.1795", and 0.1845" which meets specifications (0.183" +/- 0.013"). The device history record review was not required as the reported event was unconfirmed. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the magic3 samples received were ¿too thick to insert¿.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the magic3 samples received were ¿too thick to insert¿.